Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the clinic has discovered an increasing number of high impedances on both implants. The patient is bilaterally implanted. On the right side channels 3, 9, 11 and 12 show status hi. On the contra-lateral side, channels 2, 6, 7, 8, 11 and 12 are hi.